Event description:
It was reported that a female patient underwent a breast surgery with two 425cc mentor memorygel breast implants and experienced bilateral rupture post-operatively, which was diagnosed with an MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 26, 2022, mentor received additional information regarding the patient's diagnosis and weight. The patient's weight was updated to 127 lbs. It was reported that the patient also experienced capsular contracture (baker grade 2) on the right side. It was also reported that the patient underwent a previous surgical intervention; the patient had a biopsy on the right side. Coding in section h6 has been updated to reflect this additional information. In addition, it was reported that the patient experienced fibroadenoma on the right side. Code e1403 has been added in section h6-health effect - clinical code. Reason for device explant and/or reoperation: rupture, capsular contracture, and breast mass. All relevant sections have been updated on this report to reflect the additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 04, 2022, mentor received additional information regarding the impacted device. It was reported that the patient underwent device explantation on (B)(6) 2022. It was also reported that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: rupture. All relevant fields have been updated to address the additional information on this report. Manufacturer¿s reference number: (B)(4).